Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a prompt to load a new cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to address the event. Further troubleshooting was unable to be performed by tandem technical support as the customer was unable to recall the exact event date or events leading up to the issue.